Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device change out procedure, the right ventricular (rv) lead was undersensing and failed the defibrillation thresholds testing. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.